Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had cuff leak. It was indicated that cuff pressures were very high in order to get a seal using minimal occlusion volume ( > 60 cmh20 on occasion). The patient had challenges in ventilation.